Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving gablofen 1000 mcg/ml; 335 mcg/day via an implantable pump. Indication for use was intractable spasticity and familial spastic paraparesis. The date of the event was (B)(6) 2019. It was reported a motor stall occurred on (B)(6) 2019. The logs were read confirming the motor stall. The pump was replaced (B)(6) 2019. The issue was resolved. Patient status was alive - no injury. Patient weight was (B)(6). Medical history was asked and will not be made available. No further complications were reported.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), product type: catheter. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned, and analysis found a broken catheter body. All previously reported method and results codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.